Manufacturer narrative:
On 12/21/2015 product was requested to be returned for evaluation as well as dental records and a statement from their dentist if consumer gives consent. On 12/22/2015 consumer responded to email contact attempt. Consumer stated that as soon as she sees her dentist she will proceed with the complaint.

Event description:
On (B)(6) 2015, consumer claims "she returned the product because the vibration was too rough". Consumer was advised to try the easy start feature but was still rough. Consumer stated that sh did lose a tooth because of the toothbrush. Consumer would like for philips to send ER a new product, one for sensitive teeth since she did lose one tooth because of the "roughness of the vibration".